Event description:
It was reported that during a laparoscopy procedure, the jaw became not to open on the way. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Event description:
Asr revision recommended - left hip.

Manufacturer narrative:
(B)(4). Jaw, clip the analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. Please note that an investigation has been initiated to address the potential root cause of this issue. The device locked as intended, however the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.